Event description:
It was observed during the device inspection, that the gastrointestinal videoscope exhibited the air/water tube and cylinder had foreign material. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the approved final investigation. Based on the results of the investigation, olympus confirmed foreign material came out of the device, but the type of material or root cause cannot be identified. It is unclear if reprocessing was completed per instructions for use (IFU). There was no physical damage at the foreign object detection point. The suggested events are detectable or preventable by handling the device in accordance with the following IFU. IFU states the detection method in the gif/cf/pcf-190 series operation manual, chapter 3, preparation and inspection. IFU states the preventative measures in the gif/cf/pcf-190 series reprocessing manual, chapter 5, reprocessing the endoscope. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device.